Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported that if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with injection vancomycin (1.5gm, every 5th day, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, and b7. B5: upon follow up, it was reported that on an unknown date, the antibiotics treatment was discontinued. It was reported that 12 days after event onset, pd therapy was stopped. The pd catheter was removed and the patient shifted to hemodialysis (ongoing). Should additional relevant information become available, a supplemental report will be submitted.